Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info a definitive cause cannot be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon was in the process of inserting the first screw into the pt to hold the plate in place when the screw broke at the midway point of the shaft. When attempting to remove the piece of screw that was left in the pt, the screw broke again. The surgeon was able to remove only half of the broken piece from the pt, leaving about a quarter of the original screw inside the bone. Surgery was delayed by 30 minutes.